Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl and 240 mg/dl. The customer reported that they treated high blood glucose level with first by set change which worked for a while and then with manual injections. The customer did not mention any symptom related to high blood glucose level. They stated that the insulin pump was on auto mode when the high blood glucose level started but then was kicked out. The customer mentioned that the insulin pump had insulin flow block alarm which was resolved by complete set change. The insulin pump will not be returned for analysis.